Event description:
Upon removal of peripherally inserted catheter resistance met-heat applied to upper arm. Between 6-17 inches out of arm when peripherally inserted catheter line broke. Approx 1 inch of catheter remained inside vessell. Tourniquet applied to upper arm. Md notified, pt sent to emergency room subsequent surgical removal of peripherally inserted catheter line (remaining 1 inch.) Emergency room visit less than 24h.